Event description:
Additional information identified that surgical intervention was undertaken wherein the lead was explanted, replaced and repositioned to be placed in center and flat. Post-operatively, effective therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the scs system was not providing effective therapy since the time of implant. Multiple programming sessions were unsuccessful. X rays were taken. Surgical intervention may be undertaken to address the issue.